Event description:
(2/4 reference (B)(4) for related complaints) (documenting cassette 2) per medwatch mw5108304: inbound. Called with pump beeping with no error message then no disposable alarm. Changed to backup pump and no disposable alarm started when attempted to start pump, this is her second cassette today. Replacement pumps and cassettes being couriered. No further details provided.